Event description:
It was reported, the patient underwent PICC catheterization in the outpatient clinic, and the process went smoothly, and the chest x-ray showed that the tube end was in place, and the PICC intravenous infusion chemotherapy drugs and other common fluids were started. The patient was an acute myeloid leukemia who was given intravenous chemotherapy drugs with PICC and developed PICC peritubular thrombosis, the cause of which is not fully understood. The patient has swelling and pain in the right upper extremity. Peritubular thrombosis of the right upper extremity venous PICC may be possible. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.